Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of bent cannula with seven infusion sets that led to high blood glucose levels for which patient had to take a correction injection via mdi, correction bolus on pump and sometimes chnage infusion set. Patient noticed symptoms within 3 hours of insertion. Site of insertion was reported to be abdomen and was rotated regularly. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 7.